Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that part of the brush was stuck in the channel of the scope. The issue occurred during preparation for use and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer allegation was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is possible that the insert may have been crushed due to external factors or handling, causing the brush to become stuck in the channel. It is also possible that the cleaning brush may have broken during reprocessing, causing the brush to become stuck in the channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information provided by the customer.